Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads. A cracked reservoir tube lip and a stripped battery cap coin slot.

Event description:
It was reported that the customer's insulin pump had a crack on the lcd screen, and a crack on the battery cap. The customer states the damage was due to wear and tear. The customer's blood glucose was 11 mmol/l. Advised that the insulin pump should be replaced, and to revert to their back-up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)